Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify multiple pump error due to download anomaly. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.